Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 192 mg/dl. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.